Event description:
It was reported the programmer will not turn on. The screen will not even backlight and no activity occurs when switching on the power to the programmer. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer would not power on with the rf (radio frequency) head plugged in. The programmer turns on with a known good head. The rf (radio frequency) head cable insulation was found damaged. Analysis also found the rf head had a cracked lens. Product ID: 2090 programmer.